Event description:
Clinic notes were received for review on a vns patient. It was noted by their treating physician that when they came into clinic their device was set to zero output current. He has been having strong aura's, but not seizures. His vns was interrogated and reported it appears that all his parameters reverted back to zero. Their device was re-programmed to current of 1.5 and magnet of 2.0 at that time. He seemed to be tolerating this setting at this time. Good faith attempts are underway to determine if a faulted test occurred.

Event description:
Programming history was received for review and there was not an interrupted test in the office. A generator test had been performed that set the patient's device to 0 output current. A generator test should only be performed in surgery. A generator test was performed on (B)(6) 2011 and the patient came into the office set at 0/30/500/30/180 and again on (B)(6) 2012 and no interrogation after so it is possible set at zero again. The site was notified. Teaching is being provided. (B)(6) 2011, 2:29:15 pm, generator diagnostics. (B)(6) 2012, 12:44:21 pm, generator diagnostics.

Manufacturer narrative:
Corrected data; adverse event not a device malfunction. Type of reportable event ; corrected data: serious injury not a malfunction. Analysis of programming history.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
.